Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the calcified right common femoral artery was attempted with proglide devices, using a preclose technique, via a 6fr sheath prior to an interventional abdominal aortic aneurysm (aaa) procedure. Reportedly, with the first proglide device, there was no obvious back flow from the proglide marker port. The suture of another proglide was preplaced successfully. The sheath was upsized to 18fr. The aaa procedure was completed and hemostasis was achieved using two proglide devices. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device and established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and abbott vascular (av) identified damage to the polyimide tubing, confirming the no obvious backflow from the marker port as reported. A search of the complaint handling database was performed and there were no other related complaints identified from this lot. Further assessment per site operating procedures was performed and identified a potential product deficiency related to the manufacture of the device. The root cause was determined to be method and measurement. Corrective actions have been implemented. Av will continue to trend the performance of these devices.

Event description:
Subsequent to the initial medwatch report, the following additional information was received: the proglide device was flushed prior to use.